Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (510k): this report is for an unknown guide. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the legal department via email that the patient sustained an injury to his right knee on-duty. He then underwent a right knee arthroscopy with anterior cruciate ligament reconstruction, partial medial meniscectomy, chondroplasty and debridement surgery on (B)(6) 2018. The milagro advanced interference screw was implanted on the tibial side and a rigidloop cortical fixation implant was used on the femoral side. The patient started physical therapy. Upon evaluation, his therapy providers reported decreased range of motion in his right knee, decreased right quad and lower extremity strength, decreased bilateral lower extremity flexibility, impaired gait and right lower extremity edema. Tenderness to palpitation was observed along patient´s right anterior knee and it was noted that his right patella region had diminished sensation. On (B)(6) 2018, an x-ray was performed and revealed that a linear metallic hyper density at the tibial tunnel, extending into the soft tissue medial to the tibial plateau. It was noted that this was concerning of a fractured, retained guide wire. On (B)(6) 2018, the patient underwent hardware removal surgery, however the wire was loose and backed up into the knee. The wire was removed using a c-arm fluoroscopy. Upon removal of the stitches, infection was noted in the lower incision. On (B)(6) 2018 the patient returned to doctor´s office complaining of increased knee pain in the anterolateral and anterior medial aspect of his knee with intermittent swelling. The patient also required a third surgery in order to drain fluid from his right knee. The patient gained a significant amount of weight due to the necessity of a second surgery and inability to return to his normal activities of daily leaving following the initial surgery. Patient continues to experience sharp pain in his knee and unable to return to duty as a firefighter.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: according to the information provided, it was reported by the legal department via email that the patient underwent a right knee arthroscopy with anterior cruciate ligament reconstruction. A milagro advanced interference screw was implanted on the tibial side and a rigidloop cortical fixation implant was used on the femoral side. On (B)(6), 2018, it was noted that the patient had a fractured and retained guide wire. The patient underwent several surgeries to remove the broken wire and developed pain and an infection. For complaints associated with litigation and/or claim, all contact will go through legal counsel or their respective representatives. Due to the variance in schedules dictated by legal proceedings, additional information may be forthcoming at intervals that are unpredictable. The complaint record will be updated as additional information is gained by legal through the discovery process and reported to customer quality. All additional information will be assessed to meet regulatory reporting requirements. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.